Event description:
The customer reported approximately 5 mls of fluid leaked from the probe in the coulter act diff 12 analyzer. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The fse confirmed the leak from the probe. The fse found the vacuum pump to be faulty. The fse replaced the vacuum pump resolving the probe drip. (B)(4).